Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The field service engineer (fse) informed the site that it is normal and that the universal surgical manipulator (usm's) will drift if the brake is off and the user is no longer holding onto the usm. The fe recommended that user not release usm when clutch is active/brake is released. The system was working properly and no additional action was required as the issue was resolved. Intuitive received a video clip related to the alleged complaint: the video review shows that usm was drifting when user was not holding onto it. It is consistent with reported complaint.

Event description:
It was reported that, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator 3 was drifting when unlocked. There was no report of patient involvement.